Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler has been tested and is contaminated with bacteria. There was no known patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch.

Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was been tested and was found to be contaminated with mycobacteria. There was no report of patient involvement. A sorin group service technician went on site to inspect one of the reported contaminated devices. The inspection of the outer and inner parts of the sorin heater-cooler system 3t ((B)(4)) revealed residuals and biofilm in several locations including the tubing and pumps of the cardioplegia and patient circuit tanks. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. This unit has been disinfected and has been returned to service. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
This report is meant to replace a prior report (follow-up #3) that was submitted on (B)(6) 2016. We are replacing follow-up #3 because it was discovered that the alert date was incorrect. In follow-up #3, the date that the retrospective review identified the missing information ((B)(6) 2016) was used as the alert date. The correct alert date is (B)(6) 2015, which is the date that the DHR review was completed. With this correction to the alert date, the supplement should now read as follows. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler has been tested and is contaminated with bacteria. There was no known patient involvement. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Event description:
Sorin group received a report that the heater cooler has been tested and is contaminated with micro bacteria. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.